Event description:
Lidocaine supplied within a limited number of custom procedural trays contains preservatives.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. The lot number was not provided. The tray normally contains a preservative-free lidocaine. The customer may not notice the change from preservative-free lidocaine when this is normally provided in the kit. The hazard potential is negligible in kits where lidocaine is used for local anesthesia. Although the lidocaine within the kits is intended for local anesthesia, in rare instances, clinicians may use the kits beyond their intended use (i.e. For intrathecal injection). The tray is labeled correctly to identify the lidocaine with preservative. On 04/19/2010, merit medical systems, inc., determined that a product removal and a product correction would be required. This form 3500a report is for the product correction and a separate form 3500a report (1125782-2010-00001) will be submitted for the product removal. The custom procedure trays will have an additional label affixed warning that the kit contains lidocaine with preservative. This is a 5-day MDR in accordance with statutory reporting requirements. Conclusions: the product correction activities are in process. Communications to consignees will be sent per 21 cfr 806.10. A report to the FDA in accordance with 21 cfr 806.10 is in process and will be sent upon completion. Please reference the above mentioned product removal report for further information. No additional form 3500a reports will be filed for this event.